Manufacturer narrative:
The reported event of deformity of device upon deployment could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported on (B)(6) 2021 a 5 mm amplatzer duct occluder was chosen for procedure. The device was inspected and prepared according to the instructions for use (IFU). The device was attached to the delivery cable and inserted into the loader and flushed. The device was advanced with ease, no resistance felt. During the deployment, although the radiopaque marker appeared skewed on imaging, the device was delivered with no problems. While exiting from the delivery system, the retention skirt appeared "misshapen" and did not regain its original shape when advanced further out of the delivery system. The device was recaptured and removed for further inspection. The device appeared normal and intact. The device was flushed and the user re-advanced the device without resistance. Once again, the radiopaque marker appeared skew, crooked. While attempting to advance the device out of the delivery system, it appeared as if the central radiopaque hub was "pulling' to one side. The decision was made to exchange the device. The device was recaptured and removed. The outer and inner packaging was inspected and was not damaged. An amplatzer torqvue 9-itv06f180/80 delivery system was used in the procedure. The device was not replaced and the case was abandoned. The patient remained stable throughout the procedure and has been discharged. No further information has been provided.